Event description:
In 2007, physician indicated that the valve does not appear to be functioning properly as the pt complained of consistent headaches, pressure behind the eyes, nausea, vomiting. The pt was admitted to the hospital for hydration and shunt re-eval. The pl setting was adjusted to 0.5. In 2008. Physician indicated that the valve does not appear to be functioning properly as the pt complains of headache and blurred vision. The subject was taken to surgery, dissection was taken down to the valve. Proximal taking was disconnected from proximal tubing and connected to manometer. This showed a csf pressure of 30 cm csf. The valve was irrigated and the pressure returned to 10cm csf.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt's case records and data analysis. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible, as no lot numbers were available. All of our valves are 100% tested at the time of manufacture.